Event description:
It was reported that during a procedure to treat a lesion in the left popliteal with no tortuosity and no calcification, a 3.0x20x150 fox sv percutaneous transluminal angioplasty (pta) catheter was advanced without resistance and inflated at 8 atmospheres; however, the balloon would not hold pressure. The 3.0x20x150 fox sv pta catheter was withdrawn from the patient anatomy without resistance and a non-abbott balloon was used to treat the target lesion. There was no adverse patient effect or clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
Subsequent to the initial medwatch report, the following information was received: there was no balloon rupture suspected and no damaged noted to the 3.0x20x150 fox sv percutaneous transluminal angioplasty catheter once removed from the patient anatomy.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.